Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received an open sample with a particle stuck with tape into one side of the first pack. The particle could not be identified, it looks like a plastic or metallic particle. The first package should be free of particles when rolling the suture and once closed they should not get in. Batch manufacturing record: review of the batch manufacturing records of the possible batch numbers, products had a normal process and the results during the process fulfils usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the particle could not be identified. Final conclusion: considering that the results of the sample received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. P.d. There are no other complaints received in the last 5 years of particles similar or looking alike that the one that we have received now.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that during the surgery, when the package was opened, something like plastic particle (approximately 5mm size) was included in the package. No patient involvement.